Manufacturer narrative:
Device had intermittent buttons response due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call damage to the insulin pump reservoir compartment. The customer¿s blood glucose was 374 mg/dl at the time of incident. Customer reported chipped off insulin pump reservoir tube lip and unable to lock the reservoir in place. Customer also reported that the insulin pump buttons were sticking. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.